Event description:
It was reported that during the surgery, while pre-drilling the hole for the anchor, the drill bit jammed in the drill guide, causing the drill guide to break off. Furthermore, two anchors failed to hold in the bone. A third anchor from a different batch did hold. Per complaint reporter there was no harm for patient, operator or third party. No further information was received.update 13 july 2026. Further information was received:it was reported that during the internal brace surgery, two anchors failed to hold in the bone. A third anchor from a different batch did hold. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.